Event description:
Boston scientific received information stating: in regards the patient, it is "artifacts". Friction of two rv leads (medtronic). One is a defib lead, the other a pace/sense lead. The cardiologist does not want to go for lead revision. We've increase the value of ventricular detection. The patient is not pm dependent and does not do vts anymore. Event occurred in germany. No other details provided. Event date -(B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).